Manufacturer narrative:
The device was not returned to the manufacturer. If it becomes available or any additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the drill bit broke at the junction between the handle and the shaft. There was no adverse consequence to the pt.